Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a b30(scope communication error) is recognized due to a failure of the image pickup unit, scratches on the tip cover, curved rubber adhesive was missing, watertightness of the video connector case is not maintained, vent of the lens guide connector was loose, and the index of the lg connector was peeled off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, when the endoeye flex deflectable videoscope was connected, the screen does not appear and a b30(scope communication error) occurred. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Event description:
The failure occurred during inspection before use. The exact date is unknown, however, per the customer, the failure occurred either on the (B)(6) 2022 or (B)(6) 2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the b30 scope communication error could not be determined. It is possible that the issue was caused by a defect of the image sensor unit, internal circuit board of the video connector, or the system. Olympus will continue to monitor field performance for this device.